Event description:
It was reported fiber was found in a sterlized pack.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The complained device was returned; therefore the reported event could be confirmed. The visual inspection revealed that a hair is within the inner package. Summarizing the investigation the complained device with the reported failure (hair in the inner package) can be determined to be conforming to the specification: any particulate that is in the packaging and is acceptable per stryker cork¿s tappi charts is small enough to be absorbed and broken down by the body. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
It was reported fiber was found in a sterilized pack.